Event description:
It was reported that multiple occlusion alarms occurred. The customer's blood glucose level ranged from 221-222 mg/dl. Customer changed the cartridge multiple times to address the issue. In addition, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the cartridge was changed to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.